Manufacturer narrative:
Patient was revised to address elevated metal ion levels and pain. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the 2989663 lot code. Per procedure, this product code is exempt from DHR review. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address elevated metal ion levels and pain. Update rec'd 8/15/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from metallosis. There is no new additional information that would affect the outcome of the MDR decision. Update 2/10/2017 pfs and medical records received. Pfs indicated a terrible noise, but there was no mention within the medical records of any noise. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, and elevated metal ion levels (no labs). The stem is being added to the complaint. This complaint is for the right hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) update rec'd 8/15/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from metallosis. Depuy considered this investigation closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address elevated metal ion levels and pain.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.